Event description:
It was reported the device had a defective usb port. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found smiths tampered seal label was missing, lcd lens screen scratched and cracked. The customer stated problem was not confirmed. Unable to duplicate customer reported problems, however other issues were found. The ac coat sleeve of the device was found to be damaged. Device also was intermittent on and off. Power issue involved. Replaced the main board. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.